Event description:
It was reported that during a da vinci-assisted surgical procedure a non-recoverable fault 48250. The customer tried rebooting the system and replacing the endoscope before calling, with no success. The customer performed multiple hard reboots on the vision tower and cycled the ec rocker switch, but the error persisted at startup. The surgeon confirmed the ec led is illuminated blue. The surgeon also confirmed that procedure was aborted post anesthesia and post port placement as they only had one sp system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduces the error and replaced the endoscopic controller. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The endoscope controller was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The errors were found in the system logs confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. Could not replicate non-recoverable fault.